Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemicolectomy + cholecystectomy procedure, the devices had a seal issue with bleeding. No blood transfusion required. The regrasp and end tone was unknown. They replaced the device with a non medtronic device to complete the case. There was no patient injury.